Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected rewind anomalies noted. No unexpected reset alarm anomalies noted. No excessive no delivery and occlusion alarm noted. No unexpected failed battery alarm anomalies noted. No unexpected low battery alarm anomalies noted. No unexpected e/a alarm anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump lost settings, locked up and had become unresponsive. The customer's blood glucose level was unknown. The customer also reported that the insulin pump had received other alarms other than low battery and low reservoir. The customer also reported that the battery life diminished, rejected new battery, received no delivery alarm. The customer also reported that the rewind was more than once and was slower. The device will not be returned for analysis.